Manufacturer narrative:
Manufacturer investigation conclusion: a specific cause for the report of worsened right ventricle function, hypovolemia, and low flow alarms could not be conclusively determined through this evaluation. Further, the reported low flow alarms could not be confirmed as no log files were provided for evaluation. A direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient was discharged home after cautiously receiving some intravenous fluids and no further episodes were reported to the account. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists hypovolemia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a presyncopal episode associated with a postural change, preceding a low flow alarm. The patient had symptoms of nausea and reduced appetite. The patient was admitted to the hospital, an echocardiogram (echo) revealed a loss of left ventricle size. Intravenous (IV) fluids were administered. It was also reported the patient had severe dysfunction in their right ventricle. Per the account, the patient had right ventricular failure prior to the implantation of the left ventricular assist device (lvad). No further information was provided.